Event description:
It was reported that during a laparoscopic colectomy the trocar clip of the staple broke and would not attach to the shaft correctly. The surgeon changed the circular stapler to complete the case. There were no pt consequence.